Event description:
It was reported that a pt was being transferred from bed to wheelchair when the bolt that attaches the boom to the mast broke. Pt fell to floor and sustained bump to the back of the head.